Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained , a follow-up report will be submitted.

Event description:
Original case plans attached with different options to treat common iliacs. The decision was made to utilize a 34 ab instead of a 29 ab as indicated on the attached sheets. After reviewing the strategy with dr. (B)(6) prior to the case, the physician made the decision to go left ipsi rather than right because of a concern with the gate cannulation. It was recommended to deliver the graft greater curve rather than the "s" curve. The physician was reminded of the cross over lumen to aid gate cannulation, but did not want to utilize this option due to the complex case. The rep mentioned that if a lunderquist wire and 16f sheath straightened the tortuosity, a left ipsi approach would be better. The lunderquist and 16f sheath did straighten the vessel and the 16f sheath was brought up above the aortic bifurcation. The 34 ab was advanced, oriented, deployed and fixated in the normal fashion after the 16 f sheath was retracted a few mm below the distal delivery system marker, and the lunderquist wire was retracted. The custom seal kit was prepared in the normal fashion. The polymer syringe was connected to the polymer fill tube and the autoinjector was attached. The first two rings of the ipsi leg of the aortic body filled and then filling stopped - there was roughly 11 ml of polymer remaining in the syringe. The delivery system was advanced slightly to remove a possible kink in the fill tube; however, the graft still did not fill. The delivery system was retracted slightly, but still no fill. These steps were repeated two more times with no improvement. The autoinjector was removed and reconnected - at this point, it was clear that the polymer was still in a liquid state and still no filling of the stent graft. The autoinjector was removed again, and the physician tried a gentle push on the syringe by hand, and almost immediately the patients blood pressure dropped. It was noted that there was still at least 10cc's of fluid remaining in the syringe. At this time, it was beyond 14 minutes, it was suggested to use the crossover lumen to maintain access to the contra gate; however, the physician elected to just demate, and remove the delivery system to screen for an aortic rupture and get an occlusion balloon up if necessary. The device was demated at 25 minutes post polymer injection, and an angiogram was performed that revealed no rupture. Upon demate, it was observed that the ipsi guidewire wire was also coming back, and the guidewire access to the stent graft was inadvertently lost. No other bailout procedures were attempted to troubleshoot the filling problem (i.e. Advancing a .014 wire up to clear a kink) in fear of potentially compromising the graft material. The physician attempted to recannulate the graft for about an hour without success and elected to abort the case without implanting the iliac limbs. The physician is planning a reintervention to recannulate the graft via brachial approach and place an aui device.